Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for one pt. A pt sample was tested accu tni and results of 0.030ng/ml and 0.43ng/ml were obtained. The original sample was re-tested and repeated result was 0.04ng/ml. It is unknown if patient treatment was affected in connection to this event.

Manufacturer narrative:
The specimen was collected in a greiner lithium heparin tube with gel. Per customer, when erroneously elevated accu tni results are obtained, the lab's protocol is to "super spin" the sample prior to repeat testing. Qc was within specifications prior to and during the time of the event. A field service engineer (fse) was dispatched in 2008: the fse check sample probe alignment and found the alignment off to the track, which was realigned. The fse performed a diagnostic testing with good results. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.